Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse attached a balloon to the unit and ran it with augmentation all the way up and down. No issues were found. The fse performed calibration, functional and safety checks to meet factory specifications, and the iabp was released to the customer and cleared for clinical service.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient the balloon did not inflate all the way, so the iabp was switched with another iabp and the balloon inflated with no issue. No patient harm, serious injury or death was reported.